Event description:
It was reported that the 9600 system needs a high voltage cable replaced.

Manufacturer narrative:
The high voltage cable was provided to the customer. The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.